Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records was attempted. The report indicates that the: service history review: part no. 398.83 , lot no: 818, no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that the self-centering bone forceps 23mm serrated jaw-speed lock was missing a stop nut and an adjusting nut when the device kit was opened in the sterile processing room. Not sure when or how long the parts were missing. There was no patient involvement. This complaint has 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporting facility phone number was added. A service and repair evaluation was performed for the subject device. The customer reported the stop nut and adjusting nut were missing. The repair technician reported ¿missing parts¿ as the reason for repair. The cause of the issue is unknown. The following parts were replaced: stop nut, adjusting nut. The item was repaired, passed synthes final inspection on (B)(6) 2015 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.